Event description:
It was reported that: "5x40 optiblock coil prematurely detached while trying to retract back into that catheter. Coil had to be snared with a goose neck snare. The coil was removed and another one was used without complication.". Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). The returned device was inspected in our quality laboratory. During our analysis: we noted the implant coil was received, however the delivery pusher, introducer sheath, and microcatheter were not returned. We observed the implant coil is severely stretched. We observed the sr thread of the implant coil to be opaque in color. Root cause of the reported issue cannot definitively be determined due to the incomplete device return. Upon return of the device, we observed the implant coil is severely stretched. It is unknown exactly what led to the reported issue based on the limited device analysis that was able to be performed. If the microcatheter were to have become damaged or ovalized, this could have resulted in the implant coil encountering friction and further leading to the premature detachment. Without the microcatheter returned, further analysis and testing could not be performed. A review of the lhr indicated that the unit was free from visual damage, including the implant coil at the point of the 100% final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f240300362 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference #(B)(4). Conclusion of investigation pending return and analysis of the suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "5x40 optiblock coil prematurely detached while trying to retract back into that catheter. Coil had to be snared with a goose neck snare. The coil was removed and another one was used without complication." Incident report form submitted for this complaint indicates that no patient injury was sustained.